Event description:
It was reported that the atrial lead exhibited far field oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The outer insulation exhibited a breached depression, a cosmetic depression, a white substance, and was breached cut. Blood/body fluid was found on the proximal conductor, and the lead was stretched, including all conductors. Blood was found in/on the helix/lobe mechanism.